Manufacturer narrative:
(B)(4): eval results: endoleak, type 2 endoleak.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a zone 2 6.2 x 5.7 cm fusiform thoracic aortic aneurysm. The proximal neck diameter was 36 mm, proximal sealing zone was 14 mm, the distal neck diameter was 34 mm. The patient has a history of intra-abdominal vascular prosthesis replacement. Prior to the stent graft implant, bypass procedures of the lsa and lcca were performed. It was reported that when the proximal main stent graft was implanted, the bare spring was caught in the origin of innominate artery. This was followed by implant of the distal main. There was incomplete sealing of proximal zone which was confirmed by angiography and there was a type ia endoleak. Another proximal main was implanted at the origin of innominate with overlapping of the first proximal main; however, the bare spring of this second proximal main was also caught in the origin of innominate artery but resolved the type ia endoleak (see MFR # 2953200-2010-01494). There was a type 2 endoleak which required coil embolization for lsa to be performed. The type 2 endoleak did not completely resolve. The physician decided to close the patient without further treatment and to keep monitoring this patient. No additional clinical sequelae were reported.